Manufacturer narrative:
The lifeband in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient use, the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4)). In addition, the lcd screen of the platform was reported to be defective. No further information or clarification was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00147 for the autopulse platform (sn: (B)(4)).